Event description:
Customer reported the left monitor went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep has not evaluated this system. Customer denied access, will contact ge when system is available.